Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that during a period of 2 weeks 100 milliliter ml cassettes that flow into the patient stagnated and then and stopped completely. There was usually 5-10 ml infused (the problem always occurred at the beginning of the infusion). No patient injury was reported.